Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the buttons were harder to press. Customer also reported damage to battery cap and dimmer screen. Customer declined to report to medtronic 24 hour technical support department. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened express act button dome switch. No button error alarm during testing. No unlocked j2/lcd keypad connector. Device passed displacement test and self test. No unexpected dimmer screen anomalies noted. Device received with stripped battery cap coin slot. (B)(4).